Event description:
Meter was reading inaccurately erratic. The patient obtained two results of 84 and 134 mg/dl. The tests were done within 10 minutes of each other. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip and for cleaning the puncture site were correct. The patient did not have any control solution to troubleshoot. Based on the information provided, there is evidence of a meter malfunction, however, there is no evidence of the meter contributing to a serious injury. A replacement meter is being sent to the patient.